Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports going to the dentist per the letter (safety notification) and was told by the dentist the bite is misaligned and to stop treatment immediately.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.